Event description:
It was reported that during a low anterior resection procedure on the first firing the device was inserted into the patient¿s abdomen and the white cartridge fell out of the device. The device was re-loaded with the same cartridge and again it fell out of the device. The same white cartridge was then loaded into another device of the same product code and everything was fine. The case was completed with this second device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.